Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended within five turns and retracted six turns. Helix, fully extended, measured .079 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the implant procedure the helix would not extend. Consequently,this device was removed. No patient complications have been reported as a result of this event.